Event description:
On 30 december 2024, senseonics was made aware of incident where user reported an unsuccessful removal attempt of the sensor on (B)(6) 2024.the sensor was palpable before the incision.transmitter and magnet was used to localize the sensor.

Manufacturer narrative:
The manufacturer is currently waiting for information regarding next removal attempt.the additional information will be provided in a supplemental report.

Manufacturer narrative:
It was reported that the user's sensor could not be removed during their appointment on (B)(6) 2024. The sensor was palpable prior to the incision and transmitter and magnet were used to locate the sensor. It was stated that the sensor had migrated within the user's arm. The user stated they were doing fine and decided not to undergo another removal attempt. The user was advised that the sensor is not intended to be implanted permanently and that they should make arrangements for removal. The user was successfully inserted with their new sensor and was using the system with up to date information. Inability to remove the sensor is a known and anticipated potential adverse effect, which does not require additional investigation. B4. Date of this report 12 february 2025. G3. Date received by the manufacturer? 12 february 2025. H6. Investigation findings updated to 4248. H6. Investigation conclusions updated to 4311.